Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the lead extended beyond the lead body causing difficulty in placement of the lead for the physician. It was noted that the practice of exercising the helix before placement was recommended but the physician has not wanted to do that as of this time. The lead's helix was exercised fully back into the lead body. There was no further difficulty, the lead was implanted and remains in use. No patient complications have been reported as a result of this event.